Event description:
It was reported that the customer has had difficulty removing the cartridges from the pump. The paint has become chipped around the areas where the instruments used to remove the cartridge (quarters, "other gadgets") were used. The customer's blood glucose level was not impacted. During device investigation, it was found that the pump's cartridge rails had been damaged causing a slight resistance when sliding the cartridge on the rails.